Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) and a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 0.25 mg/day) via an implantable infusion pump. The patient¿s pertinent medical history was not provided. It was reported the patient was unable to urinate since his pump implantation surgery. The patient had an emergency room (ER) urinary catheter placed. The patient status at the time of this report was ¿alive ¿ no injury.¿ no surgical intervention occurred or was planned. It was further reported the patient¿s inability to urinate was due to morphine. The physician reduced the rate to minimum rate and the issue resolved itself. If additional information is received, a follow-up report will be sent.